Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, the patient experienced a hyperglycemic event while being in an active sensor session. The patient was brought to the hospital with diabetic ketoacidosis and was admitted into the intensive care unit (ICU). According to the reporter, the mother stated that they had ¿still been receiving values¿ during the event. However, in the glokko reports that were shared with dexcom, there was no data available from the cgm readings from the date of event. It was not known if the cgm was showing inaccurate readings at the time of the event, and no specific cgm malfunction was reported. The reporter, however, contacted dexcom ¿to prevent this would happen again¿. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was brought to the hospital with diabetic ketoacidosis and was admitted to the intensive care unit (ICU). According to the reporter, the cgm reading was in range, and the blood glucose reading was 700 mg/dl. In an email from the healthcare provider (hcp) it was stated that the cgm was reading in a "normal range". In the glokko reports that were shared with dexcom, there was no data available from the cgm readings from the date of event. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).